Event description:
It was reported that the device flange sensor issue, top case damaged at flange sensor mount and also plunger head needs repair. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: one device was received for investigation. Visual inspection showed crack on bottom case and chipped on right plunger case also non-OEM top case was found on device. Event history log reviewed and found a check plunger sensor error. The damage is caused by the customer mishandling the device. The optocoupler was found to be misaligned due to the device having been dropped. Replaced top case, bottom case and plunger assembly. Preventive maintenance performed and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in previously.